Manufacturer narrative:
.

Event description:
It was reported that the patient experienced a withdrawal episode shortly after pump replacement in 2007. The pump was programmed and a priming bolus was performed per usual procedures. The hcp was unaware that the pump had stopped until the patient returned about 48 hours later with symptoms of withdrawal, which included increased restlessness, thrashing and hypotension. The patient was admitted to the intensive care unit and was administered valium and a dopamine drip. The pump contained lioresal 2000mcg/ml at a daily dose of 200mcg which was subsequently increased to 350mcg and the patient's symptoms improved. The pump was interrogated and revealed that the "battery was dead on 05/02/07." No alarms were heard to signal this. The patient recovered on the increased dose and since that time has been doing well.